Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. After a power cycle of the initial issue, robotics coordinator (roco) informed field service engineer (fse) that there were no additional reported issues regarding camera movement from any other surgeons over the last several cases. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. There were no additional reported issues regarding camera movement from any other surgeons over the last several cases. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the customer contacted technical support to report that the surgeon was having issues with the camera. The surgeon came on the line and explained that the universal surgical manipulators (usm) were sometimes moving when engaging the camera pedal. The customer stated that the foot switch on the surgeon side console (ssc) did not appear to be working properly. They had moved the camera between the usms, and the situation improved a little, but requested the field service engineer (fse) check the foot pedal. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did not disable the arm and elected to proceed with the procedure using the pedal as it was. There was no shakiness, friction, or external collision observed. The issue was persistent, but the procedure was continuing with all four arms.